Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a loss of connection between the transmitter, receiver, and smart device occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was not confirmed. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and was found to be in good condition. A voltage test was performed and the transmitter held no voltage; therefore, the reported loss of connection could not be confirmed via testing. A share log review was performed and a loss of connection was found in the logs on the issue date. The customer complaint of a loss of connection was confirmed. The root cause could not be determined.